Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing low blood glucose from 30 to 44 mg/dl for about a week. The customer woke up and felt weak and shaky. Blood glucose at the time of the call was 45 mg/dl; she treated with food and glucose tablets. The drive support cap is flush. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field and passed the displacement and self tests. The customer would contact the doctor to check the settings and would monitor the insulin pump.